Manufacturer narrative:
A ge service rep performed an on site investigation. The lift column power supply was replaced during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 8800 sys had a problem with the lift column going down. This was not during a case and no pt injury was reported.